Event description:
(B)(4). The dentist reported that 1,5 month after the dental implant was installed in intraoral region #30 it was verified its non osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii) and bone graft was not executed.